Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: clinician reported ¿tons¿ of texium chemotherapy leaks in the past and within the last 6 months have since implemented the bd phaseal¿ optima closed-system drug-transfer system.